Event description:
The customer reported via phone call that he was hospitalized since (B)(6) 2015. The customer was in intensive care unit because his blood glucose level was high and would not come down. His blood glucose level was 1,127 mg/dl. He did not have any high blood glucose symptoms. The customer was wearing his insulin pump at the time of the emergency room visit. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.